Event description:
Information was received from a trial patient who was using an external neurostimulator (ENS) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2026. It was reported that they had external disconnection; external wire came unplugged. The patient reported that the wires had come out and that they noticed blood on their bed that morning. They suspected that the wires became dislodged overnight. They checked their therapy, and it was no longer communicating with the device. The patient was advised to contact their doctor's office for further assistance, and their manufacturing representative (rep) was notified of the situation. The issue was not resolved and was still ongoing.

Manufacturer narrative:
Continuation of D10: Product ID 306001 Implanted: (B)(6) 2026 Product Type SCREENING DEVICE Product ID 306001 Implanted: (B)(6) 2026 Product Type SCREENING DEVICE Section D information references the main component of the system. Other relevant device(s) are: Product Id: 306001, ; Product Id: 306001, Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.